Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced plunger #7 along with lld spring. The instrument was tested without further problem, and returned to expected operation.